Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024 d4: batch # (B)(4). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with a tyvek, and with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The device performed without any difficulties noted. The device opened and closed without any difficulties noted. The manual override was totally functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 476a81, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 7/29/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Staples began to deploy but did not complete deployment. Unsure if knife deployed fully. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Did the jaws eventually open? Jaws only opened after significant force applied by nurse who was away from table. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number v95y9x, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the physician attempted staple deployment and stopped halfway through to adjust tissue. Stapler would not continue to fire after this initial pulse and did not deploy staples nor did knife blade retract. Upon guidance from rep over phone, physician attempted manual override but reported it did not open the jaws. Physician then cut stapler out and ligated using other method. Surgery delayed due 15 procedure successfully completed. No patient consequences reported. No further information is available.